Manufacturer narrative:
Alleged failure: didn't pass insulation scan on tip of handle the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, or improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.